Event description:
Surveillance study. It was reported that following a percutaneous coronary intervention (pci) stenting treatment procedure, the patient presented with in stent restenosis. The index procedure treated the de novo, 95% stenosed 2.75x20mm target lesion located in the mid left anterior descending (lad) artery. Treatment consisted of pre dilation with an unspecified 2.0x14mm balloon inflated to 10 atmosphere's (atm's) and placed a 2.75x24mm taxus express2 stent deployed at 12 atm's. Post dilation was performed with an unspecified 3.25x14mm balloon at 20 atm's resulting in 0% residual stenosis and timi 3 flow. Ivus was not performed. An 8000u of heparin was administered. The patient was discharged 4 days later on bayaspirin and plavix. No angina was confirmed at the 1 & 6 month follow up visits. At a follow up visit on day 274, angiography revealed angina pectoris and in stent restenosis. On day 274 reintervention treated the 75% restenosed 2.75x12mm target lesion located in the mid lad with an unspecified non bsc stent resulting in 0% residual stenosis and timi 3 flow. A 7000u of heparin was administered. The patient was discharged the next day. Per the physician, the event relation to the study stent was listed as "definitely".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The root cause is anticipated procedural complications, as this event is a known physiological effect of the procedure and is noted within the dfu.